Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced double vision and was unable to self-treat, requiring sweet syrup and coca-cola provided by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.